Event description:
It was reported that the patient was complaining about shortness of breath and began desating. The patient's blood oxygen levels were below 80% and they continued to drop. The patient was removed from the ventilator and manually resuscitated back to normal. When attempting to place the patient back onto the ventilator, the patient began to desat again. The patient was sent to hospital where they found that there was a problem with the patient's trach positioning.